Event description:
I had sinus surgery this past year for sinus polyps and chronic infection. Since the surgery I have been irrigating my sinuses twice daily with a budesonide solution. Since the immediate post-op period, I have had clear effluent in my irrigating solution until last night when the entire effluent came out green like pea soup. This did not recur today. I believe that it may be from the dye used by 3m in manufacturing their n95 mask (3m 1860; niosh n95, lot: b19299; (B)(4)). I have no symptoms referable to the nasal sinuses other than a long term chronic intermittent dry cough, including no sense of abnormal smell, no nasal discharge and no sinus tenderness.